Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with broken battery tube threads and cracked case battery tube. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the retainer ring was crack. Customer stated that the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.